Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the physician advanced the device slowly and encountered "some" resistance. A strong pulsatile mark was achieved. The foot was deployed and the device was pulled back to position the foot against the arterial wall. It was reported that the bleeding from the marker port did not cease. The needles were deployed and the plunger was retracted. The foot was parked. In the attempt to remove the device, resistance was encountered. The physician then deployed and parked the foot again, but still the device, could not be removed. The site was visualized under fluoroscopy and it was reported that "nothing unusual was noted." The patient began complaining of discomfort. A surgical consult was obtained and the patient was taken to surgery for removal of the device and repair of the vessel with a suture. The vasular surgeon reported that the vessel was severly diseased with a thick fibrous ring between the adventitia and the media layers. It was reported that the device was lodged in the fibrous ring and never penetrated the intima of the vessel. The patient was discharged in 2003 and is doing "fine."